Manufacturer narrative:
Findings: reliability analysis evaluated 3 random sealed reservoirs and checked o-rings/stopper groove for anomalies none were found. Ran basal bolus leaking test perdop114-811 as follow: reservoirs filled with diluent and connected to a new infusion set, installed reservoirs and connectors into 5xx pump conclusion reservoirs not leaks and not occluded. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had reservoir leak during bolus. Customer's blood glucose was 350 mg/dl. The customer stated that the location of the leak is on connect cap. The customer stated that there is no cracks/split in the barrel. The customer also stated that there is no other source of leak. The customer was advised to return the reservoir and transfer guard. The customer was advised that we would send replacement reservoir.